Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed include the patient's past cardiac history, medical management, progression of disease, and related comorbidities. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during left ventricular assist device (lvad) implantation, the patient was initially stable separating from cardiopulmonary bypass but began to deteriorate due to right ventricular failure, profound bleeding, and vasoplegia. Echocardiogram revealed no contractility of right and left ventricles. Competitor right ventricular assist device (rvad) was subsequently implanted. The patient received blood products and underwent superficial chest closure. The patient was administered phenylephrine, norepinephrine, epinephrine, vasopressor, and flolan. The patient returned to the operating room (or) for chest exploration and bleeding on (B)(6) 2017. The patient remains hospitalized in critical condition. No further information has been provided.